Manufacturer narrative:
The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubes of four (4) large volume infusors had white particulate matter. This issue was discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between march 16, 2022 - march 18, 2022. H10: four (4) actual samples were received for evaluation containing fluid in their bladder and each sample was placed in a sealed dispenser bag. When the samples were removed from the bag, the tubing in all samples were observed to be slightly opaque/cloudy in color. The opaque/cloudy tubing condition is normal and is not a product defect. The samples were monitored for 2 days, the opaque/cloudy appearance of the tubing had decreased. The opaque/cloudy appearance of the tubing does not contain white particulate matter. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted